Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection at the pocket site and catheter track in early (B)(6) 2013. Cultures were taken of the device pocket, lumbar region, and the csf. The patient pump and catheter were explanted. The patient was treated with antibiotics. The patient status was reported as ¿alive - no injury¿. The pump was delivering lioresal. It was later reported that the patient received IV (intravenous) antibiotics and was admitted to the ICU (intensive care unit) after explant for further monitoring of the infection and to prevent baclofen withdrawal. The patient had had no signs of baclofen withdrawal as of (B)(6) 2013.